Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual and microscopic inspections were performed; leading to the discovery of excess sheeting on the sample. Functional tests were performed, which included device-device testing, leak testing, clear passage testing, and clamp function testing. During functional testing, a leak was noted. A short simulated therapy performed. The reported issue was verified. Upon conclusion of the investigation, the cause of the reported issue was undetermined. A CAPA has been opened to address this issue. Should additional relevant additional information become available, a supplemental report will be submitted.

Event description:
It was reported that the cassette was leaking during the prime of peritoneal dialysis therapy. The patient was not connected. The technical service representative had the patient remove the cassette and instructed them to start over with all new supplies. During the follow up, the nurse stated that they did not notice any damage to the cassette and saw nothing unusual that would indicate the cause of the leak. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.